Event description:
The event occurred in USA while performing the preventive maintenance. It was reported that the integrated pressure (pint) values were out of specification. No harm to any- person has been reported. As any pressure reading failure can lead to a pump stop, if the intervention is set by the user, a report is required in us. Complaint# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the integrated pressure (pint) values were out of specification while performing the preventive maintenance. No harm to any person has been reported. As any pressure reading failure can lead to a pump stop, if the intervention is set by the user, a report is required in us. A getinge field service technician (fst) was sent for investigation on 2024-07-25 to 2024-08-01. The reported failure of the pressure reading issues could not be replicated. However the sensor panel was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "p-art/ p-int/ p-ben sensor defective/disconnected" could be confirmed on the date of event. As the reported failure could not be replicated, the exact root cause remains unknown. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: disturbed pressure sensor too high/ low atmospheric pressure according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-07-23 for the period of 2020-10-13 to 2024-07-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-13. Based on the results the reported failure "integrated pressure values out of specification" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).